Manufacturer narrative:
All of the buttons are functioning properly; no damage was found on the keypad assembly. No button error alarm. Inspected the however, the insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that he removed the battery and reset the pump and it alarmed button error. The customer stated that the button error occurred for a couple of months. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.